Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that they noticed leaking around the pump and the medication dripping despite tubing being clamped. Upon further assessment, the tubing had a hole in it in the section that gets placed inside the pump.

Manufacturer narrative:
One used tubing set was received with the customer's complaint of leakage. The set was primed and infused with saline solution and a leak at the upper silicone pump segment was immediately noticed. The site of leak was then visually inspected under high power digital microscope and a small pinhole in silicone was realized. The complaint of leakage has been verified but the root cause is unknown due to this error being caused in the past by improper loading techniques when inserting tubing into infusion pump. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.